Event description:
Event description cpi received information that the patient with this implantable pulse generator (ipg) experienced a near syncopal episode when his ipg exhibited loss of capture in the ventricle due to oversensing on both leads.